Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204 ) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to a damaged solder bridge from c652 component to the negative wires of the backup battery on the computer/analog pca. The root cause for the damaged solder bridge could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).